Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that they had a diabetic ketoacidosis and were in the hospital on (B)(6) 2017. Customer's blood glucose level was 317 mg/dl. The customer was wearing the insulin pump at the time of hospitalization. The device was not returned.